Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient forgot to charge device, and the ins was in overdischarge. Pt stated this is the second time she forgot to charge it. Pt stated the ins has been dead for several months due to covid. They were unable to connect with the ins. A device replacement was planned, but not scheduled yet at this time. No symptoms were reported.